Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical information. The pt called alleging high readings on the lifescan meter. The pt tested and received a reading of hi and a reading over 400mg/dl on her meter. She tested on her mother's meter (no information on what type of meter) and received a reading of 28 mg/dl and passed out and turned purple and was not breathing. She was taken to the hosp where her blood glucose was 40 mg/dl on the hosp device. She tested with IV and d50. There is no information on the time difference between any of the readings. Test strips were in good condition and not expired. The pt was unable to do a control solution test because the meter would not display a reading. Based on the information provided, this case is being reported as an adverse event, since the pt suffered a serious injury and the meter may have contributed to the injury. The meter read high; however, the pt experienced symptoms of low blood glucose and received treatment for a low blood glucose reading.

Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical information. The pt called alleging high reading on the lifescan meter. The pt tested and received a reading of hi and a reading over 400mg/dl on their meter. They tested on their family member meter ( no information on what type of meter) and received a reading of 28m mg/dl and passed out and turned purple and was not breathing. They were taken to the hosp where their blood glucose was 40 mg/dl on the hosp device they were treated eith IV and d50. There is no information on the time difference between any of the readings. Test strips were in good condition and not expired. The pt was unable to do a control solution test because the meter would not display a reading. Based on the information provided, this case is being reported as an adverse event, since the pt suffered a serious injury and the meter may have contributed to the injury. The meter read high; however, the pt experienced symptoms of low blood glucose and received treatment for a low blood glucose reading.